Event description:
It was reported that the insulin pump repeatedly alarmed no delivery. The reported blood glucose reading was 18.5 mmol/l. The customer's mother declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of specifications during the occlusion test due to a faulty force sensor. However, the insulin pump passed the displacement, rewind, basic occlusion, prime, and excessive no delivery tests.